Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients incision site opened.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(6); batch: 20047330.

Event description:
It was reported that the patients incision site opened. Additional information was received that the patients ipg had migrated. The patient underwent an explant procedure wherein all devices were removed and will not be returned per hospital policy.